Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.

Event description:
Caller reported lancet protruding from softclix lancing device cap. No adverse event reported. Device not available for return, replacement sent.